Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction recurs, and they understood and acknowledged the instructions, deciding to resume insulin on their own.